Event description:
The patient had no complaints prior to begining dialysis treatment. Pre temp. 97.8. Blood pressure 160/70. The patient complained of neusea and chills one hour and fourty minutes into dialysis treatment. Temp 109.8, blood pressure 168/58. No shaking or rigors were apparent. Patient was also receiving ddpn without lydia at time of incident. Ddpn infusion was stopped but dialysis treatment continued. Blood cultures were drawn. Patient became hypotensive later in dialysis. Blood pressure 116/50. Ultrafiltration rate 0.7. Pt. Had no weight gain between dialysis treatments.